Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose events. Customer reported that her blood glucose reading have been up to 25.0 mmol/l and she thinks that she is not getting insulin. The customer treated with manual injection. Customer's blood glucose value was 14.8 mmol/l at the time of incident and 11.3 mmol/l at the time of the call. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer reported that she received an insulin flow blocked alarm after using the second infusion set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. Additional device related incidents: infusion set (B)(4); insulin pump (B)(4).